Event description:
On (B)(6) 2014, this patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Procedural angiography revealed a type ii endoleak from the inferior mesenteric artery (ima). The physician decided to take a wait-and-see approach and the procedure was completed without further treatment. The patient tolerated the procedure. On unknown date, a follow-up CT revealed aneurysm enlargement (amount unknown). On (B)(6) 2018, coil embolization of ima was performed. During the re-intervention procedure, another endoleak from right side of the trunk-ipsilateral leg component was observed. The physician considered a possible proximal type I endoleak from the aortic extender component or a possible type iii endoleak between the aortic extender component and the trunk-ipsilateral leg component. Three aortic extender components were implanted to resolve the possible proximal type I endoleak and the possible type iii endoleak. Procedural angiography was performed and the endoleak was shown as delayed. The physician considered another type ii endoleak from collateral arteries and performed coil embolization of the collateral arteries. Procedural angiography was performed and the endoleak was still shown with considerably delay. The endoleak was not resolved but the physician decided to take a wait-and-see approach and the procedure was completed without further treatment. The patient tolerated the procedure.